Event description:
It was reported that the patient had a loss of therapeutic effect within the last week or two. She had two episodes of bowel incontinence the day prior to the report and was no longer feeling the pulsing sensation that she normally felt. She tried increasing stimulation from 3.8 volts to 4.8 volts on program 2, but still felt nothing. Even after increasing to her upper limit, she still did not feel stimulation. The patient noted that she had not changed to a different program since implant. She also mentioned a few falls and it never occurred to her to check the device after these falls. The patient fell off her bike in mid-(B)(6). She fell on steps in (B)(6), but did not hit her back. She also fell before that, hitting her knee, but was not certain when this occurred. The patient was waiting for a call back from her healthcare provider (hcp). No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va02wff, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).